Manufacturer narrative:
Event site telephone: (B)(6). Initial reporter was getinge service employee. Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th may, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2005. It was stated and confirmed by photographic evidence the paint was damaged on the suspension arm. The issue was discovered during annual maintenance and repaired with tuch-up pen. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # and d4 version of model # deems required. This is based on the internal evaluation. Previous d4 catalog # and d4 version of model # ard568350933. Corrected d4 catalog # and d4 version of model # ard58000500. Getinge became aware of an issue with one of surgical lights - hanaulux 2005. It was stated and confirmed by photographic evidence the paint was damaged on the suspension arm. The issue was discovered during annual maintenance and repaired with tuch-up pen. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device was repaired by touch-up pen. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: (B)(4) general requirements for basic safety and essential performance. (B)(4) particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.